Manufacturer narrative:
Follow-up #1: date of submission: 07/13/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/28/2016 with the following findings: during investigation of the returned pump, ¿cs69¿ alarm was reproduced during the rewind step, unable to verify steps. The battery compartment is cracked below the grip pad. The ¿cs69¿ failure is defined as language file corruption while retrieving the language text. The ¿cs69¿ failure was written as ¿cs87¿ failure in black box. The error is resident to flash chip (u39). The bolus button cover is torn exposing its contact, the bolus button responds properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This is potentially reportable as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.